Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the stent was pulled distally along the balloon. This resulted in the proximal edge of the stent being positioned at 3mm distal to the distal edge of the proximal markerband. The center of the stent was bunched up. An examination of the delivery device found no evidence that the balloon had been inflated. An examination of the balloon found a clear impression of where the stent had been crimped initially. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. When the 3.00x16mm veriflex stent delivery system (sds) was removed from the packaging, it was noted during flushing that the middle of the stent was 'bunched up'. The device never entered the patient and the procedure was successfully completed with a 3.5x18mm non bsc stent. No patient complications were reported and the patient's current condition is fine.